Manufacturer narrative:
A ge rep evaluated the system and replaced the orbital and rotational potentiometer cables, servo motor drives, generator interface board, and the ps1 power supply. Adjusted generator +5 volts power supply to 5.15 volts, and performed a motion calibration. During service, noted that the manual clutch release mechanism had loose screws. Repaired clutch mechanism. Replaced the remote user interface (joystick) console. System operates as intended.

Event description:
The customer reported the c-arm movement joystick locked up during a procedure and would not move the c-arm. No pt injury was reported.